Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/13/2020. A manufacturing record evaluation was performed for the finished device pg6799 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify a quantity of sutures involved in this event ¿the needle popped off of several sutures¿ during this single procedure on one patient? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events were submitted via 2210968-2020-02981 and 2210968-2020-02982.

Event description:
It was reported that the patient underwent an unknown oral surgery in 2020 and the suture was used. During the procedure, the needle popped off of suture. A new device was used to complete the procedure successfully with no patient consequences. It was also reported that the needle removed from the patient but no radiographs were taken as it was oral surgery and the needle was located visually. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/29/2020. Corrected information: d3, g1, g2. . Additional information was requested, and the following was obtained: please clarify a quantity of sutures involved in this event ¿the needle popped off of several sutures¿ during this single procedure for this one patient?- the instance of the needle popping off several pieces of suture did not happen over the course of one surgery but over the course of a few procedures with different patients. In each case, another pack of suture from the same lot and box was used to complete the procedure. All the needles were retrieved and accounted for prior to finishing the surgical procedures.